Event description:
The customer reported to baxter (B)(4) an administration solution set with a damaged connector. This condition was identified before patient use; therefore, there was no patient involvement. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). An actual sample was submitted for evaluation. A visual examination of the sample revealed a broken connector. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. The reported condition was confirmed; however, the root cause of this condition was not identified. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.